Event description:
On (B)(6), 2011, a (B)(6) male pt had an adverse event during a percutaneous tracheostomy at his bedside using the ciaglia blue rhino percutaneous tracheostomy introducer tray. During the procedure, the surgeon inserted the shiley percutaneous tube per the IFU and the flange that connects the oxygen tubing broke. With no way to oxygenate the pt, the surgeon had to recannulate by removing the existing broken shiley tracheostomy tube, and replace it with a new one. During this transition, the pt became unstable, which required surgical intervention. It is not known exactly when, but the pt passed away. It is not known if the pt's death was the result of the shiley trach tube, or the extent of the pt's injuries.

Manufacturer narrative:
Date of death is unk as not provided by rptr but likely (B)(6) 2011. Expiration - unk as lot is unk. Unk as not provided by rptr. Unk as lot is unk. Death is not labeled in the IFU. Device separation or breakage is not labeled in the IFU. Event eval: still under investigation.